Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's mother, reported obtaining a call service alarm on the reported pump, and that the patient obtained a blood glucose reading greater than 500 mg/dl, date and time not provided. The patient had not experienced any symptoms. The patient was reported to be 'sick', not eating, and not taking his insulin. The patient had disconnected himself from the pump. On (B)(6) 2011, at 9:00 am the patient's blood glucose reading was 120 mg/dl. The pump's alarm history reflected the alarm occurred on (B)(6) 2011, at 10:54 pm. During troubleshooting, the alarm was cleared, the battery was removed and reinserted, and the pump was successfully reloaded and primed.